Event description:
The customer observed false repeat reactive architect anti-hbc ii results generated on the architect i2000sr processing module for multiple patients. The samples were weak reactive and remained reactive upon repeats. There was no specific patient information or data provided. There was no impact to patient management reported.

Manufacturer narrative:
The customer replaced and calibrated the reagent 2 (r2) probe which resolved the issue. The r2 probe was determined to be the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module serial number (B)(6) or the r2 probe were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false repeat reactive architect anti-hbc ii results generated on the architect i2000sr processing module for multiple patients. The samples were weak reactive and remained reactive upon repeats. There was no specific patient information or data provided. There was no impact to patient management reported.